Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump touchscreen was unresponsive. Customer's blood glucose was 162 mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.